Event description:
Related manufacturer reference number: 2017865-2021-35010. It was reported that the patient presented via a (B)(6) transmission. It was noted that the patient's right atrial (ra) lead exhibited undersensing and their right ventricular (rv) lead exhibited high output for an unknown reason. No intervention took place at the time. The patient was in stable condition.